Event description:
A biomedical technician (biomed) reported to fresenius technical services that the motor protection switches and connected wiring within the aquabplus reverse osmosis (ro) system were burned and frayed. The biomed stated this damage also blew the fuses within the power distribution box. The ro system was unable to treat patients for the day. Additional information was obtained during follow-up with the user facility biomed. The error code f-04-50-04 was received during heat disinfection with the message "failure:t1 test, pump p1 defective." During a machine evaluation thermal damage was noted to both breaker switches. The thermal damage was described as charring. No observed smoke, spark, or flame was reported. The biomed who initially responded to the call noted evidence of arcing. The thermal overload relay did not trip. It was reported that all fuses (25a, class j) within the 600 v local power supply blew and required replacement. There were no power grid issues or storms on or around the reported event date. The system is plugged into its own breaker. The switches and fuses were replaced to resolve the reported issue. The system has been returned to service. No photographs of the reported issue are available. No samples are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However the manufacturer confirmed the reported event based on the provided information. The complaint investigation determined that the likely cause of the thermal damage was a loose electrical contact at the motor protection switch. In such an instance the pump will run only with two line conductors, resulting in higher current and higher thermal energy. The cable lugs at the motor protection switch can get overheated and discolored by the released thermal energy at the bad electrical contact. This is a known failure. Corrective actions have been defined and implemented for this known failure. The wiring was redesigned and released. The device was built before the improvement of the design. In this instance the switch and connected wiring were replaced to resolve the reported issue. It is recommended, if not already done, to replace the motor protection switch and black connection wires against the improved design in stage 1 and stage 2.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius technical services that the motor protection switches and connected wiring within the aquabplus reverse osmosis (ro) system were burned and frayed. The biomed stated this damage also blew the fuses within the power distribution box. The ro system was unable to treat patients for the day. Additional information was obtained during follow-up with the user facility biomed. The error code f-04-50-04 was received during heat disinfection with the message "failure:t1 test, pump p1 defective." During a machine evaluation thermal damage was noted to both breaker switches. The thermal damage was described as charring. No observed smoke, spark, or flame was reported. The biomed who initially responded to the call noted evidence of arcing. The thermal overload relay did not trip. It was reported that all fuses (25a, class j) within the 600 v local power supply blew and required replacement. There were no power grid issues or storms on or around the reported event date. The system is plugged into its own breaker. The switches and fuses were replaced to resolve the reported issue. The system has been returned to service. No photographs of the reported issue are available. No samples are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any individuals as a result of the reported issue.